Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: 4196 implantable pacing lead 2010 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert triggered for rrt (recommended replacement time). Time of recommended replacement time (rrt) in the save to disk occurred on (B)(4) 2013 with device rrt battery voltage of less than or equal to 2.6251 volts.

Event description:
It was reported that the battery voltage has dropped suddenly over the past four months. It was noted that the left ventricular (lv) lead outputs are high. The device was replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.